Manufacturer narrative:
(B)(4). Evaluation. Other (B)(4): a review of the complaint data was performed to assess the performance of the assay. A review of the assay package insert was performed to determine if the issue that the customer observed was adequately addressed in the product labeling. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. The customer observed an elevated result (53 miu/ml) for a patient sample while testing with architect total b-hcg, list number (ln) 6c21, reagent lot unknown. The sample was tested on an alternate platform (unknown) as well as another architect, and gave results of < 1.20 miu/ml. Investigative testing was not performed for this complaint. Return material was not available for testing, and a complaint data review along with a review of the product labeling provided sufficient evidence that a product deficiency does not exist for this assay. Product labeling review: architect total b-hcg package insert (B)(4): the architect total b-hcg assay package insert contains information regarding sample handling in the specimen collection and preparation for analysis section. In this section there is guidance given in the case of an erroneous result. Analysis of this data indicates that architect total b-hcg assay is performing as intended, and is meeting its safety, effectiveness, and label claims. It appears that the issue the customer experienced was a sampling handling issue. No additional issues were identified during this investigation, and no additional investigation is required. This is the final report.

Event description:
The account stated that the architect bhcg reagent is generated a discrepant result. In 2009, a patient sample was sent from the doctors office and tested on the architect, the bhcg result was 53. The result was reported. The doctor questioned the result. The patient was sent to a different lab to be redrawn and the result was negative (the actual results were not provided). The sample from 2009 was pulled, and retested in duplicate on the architect analyzer and the results were both <1.20. The qc was in range. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.